Event description:
It was reported that right ventricular (rv) lead pacing impedances increased from 300 ohms to 1000 ohms. In addition, the rv lead thresholds slightly increased. Troubleshooting was performed and slight noise was reproduced on the shock channel. It was noted the patients left side was swollen. Technical services (ts) discussed it was the physicians discretion to continue to monitor the system. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the right ventricular (rv) lead exhibited high out of range shock impedances, measuring 152 ohms. The shock impedances had gradually increased, so a physiological change was suspected. Technical services (ts) discussed performing commanded shock testing or increasing the upper limit of the out of range alert. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead pacing impedances increased from 300 ohms to 1000 ohms. In addition, the rv lead thresholds slightly increased. Troubleshooting was performed and slight noise was reproduced on the shock channel. It was noted the patients left side was swollen. Technical services (ts) discussed it was the physicians discretion to continue to monitor the system. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the right ventricular (rv) lead exhibited high out of range shock impedances, measuring 152 ohms. The shock impedances had gradually increased, so a physiological change was suspected. Technical services (ts) discussed performing commanded shock testing or increasing the upper limit of the out of range alert. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that the rv lead was explanted and replaced. No additional adverse patient effects were reported.